Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation. The lv lead was explanted and replaced. Patient condition was stable.